Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the trailing haptic caused lens to not fully injected into the patient's eye. Surgeon used unspecified instrument to put haptic in correct location and lens was left implanted. The procedure was completed on same day. Surgeon believed that there was not enough company ophthalmic viscosurgical device (ovd) injected into the inserter. Additional information was requested.